Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device and described as asystolic. Pediatric disposable combination electrodes were attached to initiate external pacing. According to the reporter, the device would not pace the pt for longer than six seconds before a "connect electrodes" message sounded and displayed. The report states that connections were checked and batteries replaced, but the device would not consistently pace the pt. The pt was not resuscitated.